Event description:
It was reported that (2) devices were used during a hemicolectomy. It was reported by the affiliate that the tlc75 mechanism was blocked, so that neither device cut nor stapled. There was no consequence to the pt.